Manufacturer narrative:
According to the customer, on (B)(6) 2025 the device started malfunctioning and "dispenses very slowly" and makes "very little mist." The customer stated that they can use their inhaler for their "albuterol" medication but are missing twice daily doses of "sodium chloride" for their copd. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 the device started malfunctioning and "dispenses very slowly" and makes "very little mist." The customer stated that they can use their inhaler for their "albuterol" medication but are missing twice daily doses of "sodium chloride" for their copd.